Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies and the ins battery had reduced capacity due to over discharge. Analysis of the lead ((B)(4) found the stim lead body conductor broken at the injex anchor site and conductors #0, 1 and 4 broken 21.2 cm from the distal end. Analysis of the lead (B)(4) found no anomaly. The main component of the system and other applicable components are: product ID 97791 serial# unknown product type accessory product ID 97791 serial# unknown product type accessory product ID 977a260 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 977a260 lot# serial(B)(4) implanted: (B)(6)2013 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97791 serial# unknown product type accessory product ID 97791 serial# unknown product type accessory product ID 977a260 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 977a260 serial(B)(4) implanted:(B)(6) 2013 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient who was implanted with a neurostimulator for chronic pain. It was reported that the patient had told the physician they were no longer getting pain relief. The device was reprogrammed multiple times, a physician reset was performed and lead placement was confirmed with an x-ray. The leads and stimulator were explanted. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.